Event description:
Information was received indicating that leaking occurred between the connection of a medication cassette reservoir female luer and the smiths medical cadd extension set male luer. It was reported that the connection for tightness was checked prior to leaving the pharmacy. There were no reported adverse effects.